Manufacturer narrative:
(B)(4). The customer reported that the bed-to-bed alarm overview configuration was lost. No pt harm was reported. The limited available info suggests that one user had changed the overview configuration to a state that another user was not expecting. The local philips staff resolved the problem by assisting in reconfiguring the overview alarms per this user's preference. Philips will not consider this as a malfunction. The device labeling (IFU) adequately describes configuration of overview alarming. No further investigation or action is warranted.

Event description:
The customer reported that the bed-to-bed alarm overview configuration was lost. No pt harm was reported.